Event description:
Report from facility stated, nurse inserted powerglide into patient's antecubital fossa region but felt resistance at which point the nurse stopped threading and attempted to safety the device by retracting the back grips while the catheter handles remained in place. The nurse was unable to retract the needle as resistance was encountered again. A bulge in the skin was noticed just under the insertion site and a doctor was called to perform a small dermatotome. Before performing the incision the nurse noted that the doctor moved the catheter vigorously from side-to-side. Once the dermatotome was performed, the entire catheter and housing were removed together and the tip of the needle was allegedly protruding from the catheter. The catheter did not sheer off and the entire mechanism was removed successfully.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyh1249 showed no other similar product complaint(s) from these lot numbers.